Event description:
It was reported that, "pt had cemented constrained liner with 22mm +0 c-taper head cemented eon or hfx stem. Stem was left in the pt. The doctor said the failure of this construct was the cement not the constrained liner. Device is not being returned. The doctor keeps all explants that he removes. Replaced head with 06-3600 lot# mjpdpa."

Manufacturer narrative:
Unk cement was use in this case and requested for cement info but not made available. If add'l info becomes available then it will be submitted in a supplemental report.